Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drugs were showing as not loaded. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was failed. A field service engineer (fse) confirmed that the medications were physically in pockets for auxiliary drawer 3.2 but loaded in software. Used test application to test drawer and it tested. Then did find some alcohol pads and wrappers on top of trays and removed those. Pop the lid on the cubies that had medications in but did not show as being loaded in this drawer. Wrote the location on the package and then the customer went through the load process to load the medications into those pockets, after that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.